Manufacturer narrative:
The insulin pump received with a gray lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the selftest, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device was also received with scratched case, serial number label fading, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. Customer reported that display screen was partially viewable. Customer's blood glucose was 9.9 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.